Event description:
The customer reported backflow of fluid from the primary solution container into the secondary solution container. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of 100ml of an unspecified antibiotic via an unspecified infusion pump. After an unspecified length of time in use, it was noted that the primary solution was back flowing into the secondary solution container. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded.